Manufacturer narrative:
Pump unable to prime during prime test and motor error alarm during occlusion test due to faulty force sensor resistor. Pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, excessive no delivery test, displacement test and rewind test. No signal too low alarm or unexpected restart alarm noted. The reservoir icons functioned properly. No reservoir icons anomaly noted. Pump had severely scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call prime anomaly, unexpected restart alarm and external ram crc error alarm. Customer¿s blood glucose level was unknown. Troubleshooting for the unexpected restart alarm was performed. Customer replaced the battery on the device and received an external ram crc error alarm. Customer was unable to successfully troubleshoot and resolve the alarms due to the prime anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.